Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported for about the past 2 weeks, they had been seeing a message on their controller that said to replace the controller batteries soon. Patient said the controller was not holding a charge like it used to and the stimulation was shutting off at night because the battery was not charging right. Patient mentioned they had reset the controller, but the issue persisted. Agent had patient reset controller by removing and reinserting li battery pack. Patient confirmed there was no rattling or shaking sounds coming from the controller. Patient then connected recharger and confirmed no visible damage to the equipment, but mentioned that if the recharging antenna cord moved a little bit while charging, the quality would fluctuate off of excellent and would take 2-3 hours to charge the implanted neurostimulator. Patient also mentioned the rechargers would get hot when charging. Patient was able to start charging with excellent quality on the call then saw poor quality. The issue was not resolved through troubleshooting. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
97755-s, sn (B)(6) was returned for product analysis. Analysis found no device found message was seen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient stating that over the weekend after the recharger was replaced they were still experiencing issues recharging the implant. Pt stated the controller batteries low message appeared repeatedly while attempting to recharge the implant. During the call was able to recharge on excellent. Agent sent a request to repair to replace the controller.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.